Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 27-mar-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that a couple months ago they felt a bubble in the catheter on the side of his waist where it went from the pump to the back. The patient was redirected to their healthcare provider to further address the issue.